Manufacturer narrative:
Medwatch sent to the FDA on 06/03/2016. Literature citation: hart, alexandra m.; lechowicz, mary jo; peters, kendall k.; holden, jeannine; carlson, grant w. ¿breast implant¿associated anaplastic large cell lymphoma: report of 2 cases and review of the literature.¿ aesthetic surgery journal 2014, vol. 34(6) 884-894. First published online: 01/aug/2014. The corresponding author has declined to provide allergan further information regarding event, product, product return, or patient details. The events of seroma and alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: "based on information reported to FDA and found in medical literature, a possible association has been identified between breast implants and the rare development of anaplastic large cell lymphoma (alcl), a type of non-hodgkin¿s lymphoma. Women with breast implants may have a very small but increased risk of developing alcl in the fluid or scar capsule adjacent to the implant. Alcl has been reported globally in patients with an implant history that includes allergan¿s and other manufacturers¿ breast implants. You should consider the possibility of alcl when you have a patient with late onset, persistent peri-implant seroma. In some cases, patients presented with capsular contracture or masses adjacent to the breast implant. When testing for alcl, collect fresh seroma fluid and representative portions of the capsule, and send for pathology tests to rule out alcl. If your patient is diagnosed with peri-implant alcl, develop an individualized treatment plan in coordination with a multi-disciplinary care team. Because of the small number of cases worldwide, there is no defined consensus treatment regimen for peri-implant alcl." "Potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy."

Event description:
The following journal article was reviewed: ¿breast implant¿associated anaplastic large cell lymphoma: report of 2 cases and review of the literature.¿ the authors reported that a patient "had undergone bilateral breast augmentation 16 years earlier; 425-cc textured round saline implants were placed subglandularly. The manufacturer of the implants was not known." Patient presented "with acute enlargement of the right breast." "Ultrasonography showed a fluid collection around the right (intact) breast implant." "Ultrasound-guided fluid aspiration showed cd30+, alk¿ alcl. The cells were positive for cd45, cd5, cd4, but failed to express cd34, cd20, cd68, or cd10." "The patient underwent bilateral capsulectomies and implant removal" approximately two months after presentation. "Immediately after removal, the implants and capsules were examined for malignancy. Flow cytometry, cytogenetic analysis, and immunohistochemical staining failed to identify any unique cell populations." The patient did not receive any additional treatment and was free of disease at [patient's] 15-month follow-up visit. [Patient] continues to be monitored closely because of chronic pain in the affected breast.¿